Event description:
Manufacturer report number 2017865-2023-14259 and 2017865-2023-14264. It was reported that the patient received inappropriate shocks on (B)(6) 2023 and scheduled to receive programming changes. It was noted during routine measurements that the defibrillatory impedance was high and above the normal range. Right atrial (ra) and right ventricular (rv) lead noise was observed post shock for ventricular fibrillation (vf) and ventricular tachycardia (vt). Automode switch episodes showed rv lead noise. The patient was in the intensive care unit for covid. The ra and rv leads were confirmed to be failing. The patient was stable with no adverse reactions with limited exposure due to covid. The patient later on underwent a procedure to explant the system on (B)(6) 2023. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were high defib lead impedance, sensing noise and inappropriate shock. As received, a compete lead was returned in six pieces. The reported events of high defib lead impedance and sensing noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to the condition of the lead as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.